Event description:
On (B)(6) 2013, the patient's mom/reporter contacted animas on behalf of the patient to report that patient had blood glucose excursion of both hypoglycemia and hyperglycemia after they met with their hcp who made changes to their basal rate, insulin to carb ratio, and insulin sensitivity factor. Reportedly, over the past few days, the patient had several low's in the 30's mg/dl, usually while the patient is at school. The patient treated with food at the time of concern. In addition, the reporter indicated that they had multiple no prime warnings at one point, the reporter indicated that the patient's meter read "hi", possibly over 500 mg/dl. At another time, the patient reportedly had a low blood glucose reading of "38 mg/dl" with symptoms of shaky and sweaty. The patient was treated with food and glucose tablets. Troubleshooting revealed that there was a correlation between the patient's blood glucose excursion and the recent change to the patient's basal rate, insulin to carb ratio, and insulin sensitivity factor. The reporter was advised to discuss the patient's low blood glucose reading with the new settings. There was no evidence of a product malfunction associated with the reported incident. This complaint is being reported because the patient blood glucose excursion of hypoglycemia and hyperglycemia after the subject pump setting was changed. Although there was no evidence of a product malfunction, the animas product could not ruled out use error and intentional misuse as a contributor to the reported issue. Hence, this complaint is being reported.